Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is hard to read. The customer also indicated that a part of the pump near the battery compartment has broken off and the reservoir has a piece missing. Customer does not recall any significant events leading to the error. Customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.